Event description:
Per the oos, this system was removed due to an infection that was not related to the implant, per dr. This lead was replaced with a setrox s 45, in 2008. The explanted system: philos ii dr, MDR: 1028232-2008-00821; selox sr 45, MDR: 1028232-2008-00822. Arox 53-bp, MDR: 1028232-2008-00823.